Event description:
It was reported that part of the screw was lying in the knee articulation approximately 2 weeks after implantation. The patient complained of pain and a swollen knee. The broken screw was retrieved and removed. The tip of the screw was reported as spread. The reason for breakage was not clear. Original surgery date was reported as 2008. A second (revision) surgery was performed the following month, no further patient information was provided at the time of this report or made available in response to follow-up requests to the reporting source. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Three pieces of the broken plla (poly-l-lactide acid) implant were returned for evaluation. The complaint was confirmed; the screw was broken. The device was damaged therefore a function check could not be conducted. Visual inspection revealed cracks at the distal end. The threads appeared to have tool marks close to the breakage areas. It was unclear if the implant was damaged/broken intraoperatively or post-operatively. The lot number was requested but not provided by the report and could not be determined from the broken pieces returned for evaluation, therefore device history record could not be reviewed. The initial operative report and post-op protocol were requested but not provided. A definitive conclusion or cause of the event could not be determined. Based on the information provided and obtained through evaluation, this kind of event is most likely caused by damage to the implant at the time of insertion which led to the breakage and post-op fragment in the joint space. This is the first complaint of this type for this part number. The potential causes of this event are being communicated to the event reporter.